Event description:
It was reported that during dilatation in a complex procedure of the gastroepiploic bypass graft, the balance middleweight guide wire was used but separated during the non-abbott balloon advancement in the totally occluded vessel. It was noted that the balloon could not cross the occlusion and deviated outside the vessel and a dissection occurred. During retrieval of the balloon it was noted that the balloon was not on the guide wire. A second balloon catheter was advanced and inflated at the distal portion and the guide wire fragment, balloon, and guiding catheter were removed. The guide wire had separated at the first radiopaque marker. The procedure was discontinued due to the total occlusion of the vessel. The patient reportedly has no pain. A new coronary artery bypass graft (CABG) will be done in 1 month unrelated to the guide wire separation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual and functional inspection, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.